Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. This is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of apr/20225 provided. Additional, changed, and/or corrected data: a4, b3, b5, h6. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional confirmed the reported capsular contracture as baker grade iii. Additionally, it was reported that accolate¿ was prescribed.